Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of three for the same event; see also 0002184052-2016-00048 and 00049.

Event description:
The sales associate reported that during a lumbar fusion case, the tap got stuck and the handles came unscrewed. The 7.0mm tap was stuck inside the vertebral body, and as they tried to remove with inline handles, both blue handle grips came unscrewed and would not remove the tap. A drill was tried unsuccessfully. A pair of vise grip pliers that attached to the tab and turned to remove in attaching pliers; may have crimped the tap cannula. No adverse events reported.